Event description:
Reportedly, upon interrogation on (B)(6) 2018, the ventricular lead impedance (in bipolar configuration) was above 3000 ohms. The lead impedance curve showed a sudden increase at the end of (B)(6) 2018. Loss of ventricular pacing capture was observed. The patient had spontaneous rhythm at 50 bpm. Review of recorded episodes showed non-physiological signals on the ventricular egm, typical of a lead issue or a lead-pacemaker connection issue at ventricular level. Ventricular lead measurements were performed: in bipolar configuration, the impedance was above 3000 ohms and the threshold was very high. In unipolar configuration, the pacing threshold and the lead impedance were within normal range. The ventricular polarities were reprogrammed to unipolar configuration; no oversensing was observed.